Event description:
Discordant false positive immulite 2000 toxoplama igg results were generated on two patient samples. Previous results for both patient samples using a different lot of reagent were both negative. There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support specialist analyzed the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause for the discordant toxoplama igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue.

Manufacturer narrative:
A siemens global product support specialist analyzed the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause for the discordant toxoplama igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue. Update (B)(4) 2012: siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of (B)(4) for the immulite systems toxoplasma igg assay.

Event description:
Discordant false (B)(6) immulite 2000 toxoplama igg results were generated on two patient samples. Previous results for both patient samples using a different lot of reagent were both (B)(6). There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.